Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler with the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid. It is well established that pd patients are at high risk for infections of the peritoneum. The root cause of this infection cannot be determined; however, there was no indication this patient¿s peritonitis and associated hospitalization were due to a deficiency or malfunction of any fresenius product(s) or device(s) as reported by a medical professional. This is further evidenced by the presence of a microorganism that is a nosocomial, opportunistic infection with a high degree of susceptibility to immunocompromised patients such as the esrd community. Therefore, the liberty select cycler with the liberty cycler set can be excluded as a potential source or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
It was reported that this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was hospitalized with peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow-up with this patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2025 following abdominal pain and cloudy peritoneal effluent fluid noted at home. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital on (B)(6) 2025 presented with pseudomonas in the culture (species not reported) and an elevated wbc count (exact count not reported). The patient was diagnosed with peritonitis due to an unknown etiology. The patient was prescribed intraperitoneal (ip) vancomycin, ip cefepime and oral cefalexin (dosages, frequency and duration not reported) to address the infection. The patient¿s pd catheter (not a fresenius product) was removed due to the nature and severity of infection. The patient was transitioned to hemodialysis (hd) for renal replacement therapy through an existing arteriovenous fistula on a hospital provided hd device (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course and was discharged home on (B)(6) 2025. It was confirmed, though the exact cause of this infection was unknown, there was no indication the patient¿s peritonitis and associated hospitalization were due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient recovered from this event as he remains asymptomatic while on in-center hd therapy post-discharge. It was unknown whether the patient will return to ccpd therapy; however, it was affirmed that the patient will utilize the same liberty select cycler if he chooses to return to cycler use.

Event description:
It was reported that this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was hospitalized with peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow-up with this patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2025 following abdominal pain and cloudy peritoneal effluent fluid noted at home. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital on (B)(6) 2025 presented with pseudomonas in the culture (species not reported) and an elevated wbc count (exact count not reported). The patient was diagnosed with peritonitis due to an unknown etiology. The patient was prescribed intraperitoneal (ip) vancomycin, ip cefepime and oral cefalexin (dosages, frequency and duration not reported) to address the infection. The patient¿s pd catheter (not a fresenius product) was removed due to the nature and severity of infection. The patient was transitioned to hemodialysis (hd) for renal replacement therapy through an existing arteriovenous fistula on a hospital provided hd device (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course and was discharged home on (B)(6) 2025. It was confirmed, though the exact cause of this infection was unknown, there was no indication the patient¿s peritonitis and associated hospitalization were due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient recovered from this event as he remains asymptomatic while on in-center hd therapy post-discharge. It was unknown whether the patient will return to ccpd therapy; however, it was affirmed that the patient will utilize the same liberty select cycler if he chooses to return to cycler use.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.